Manufacturer narrative:
(B)(4). Concomitant medical product - nexgen femoral component precoat catalog # 00596001851 lot # 61809926, nexgen articular surface catalog # 00596405010 lot # 61998885, all poly patella catalog # 00597206535 lot # 62122985, taper stem plug catalog # 00596009900 lot # 62143204. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent left knee arthroplasty. Patient is experiencing tibial component loosening, gait disturbance, joint pain, stiffness and swelling.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. X-ray evaluation indicates that there is stable loosening of the tibial baseplate most notable at the implant (tibial keel)/ cement interface and subsidence at the tibial plateau. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.